Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy rash that became a fungal infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the fungal infection. Follow up indicated that the fungal infection improved.